Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor would sometimes overheat. The patient suggested placement of some type of rubber lift at the bottom of the remote monitor so that way air would be able to ventilate under it. No troubleshooting was taken. The remote monitor remains in use. No patient complications have been reported as a result of this event.